Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre-and postoperative hypertension. Review of the information suggests that vessel and patient factors may have contributed to the hyperperfusion and hemorrhagic stroke.

Event description:
This study patient underwent carotid artery stent implantation and suffered intracerebral hemorrhage with cerebral hyperperfusion syndrome. This is a male with unknown medical history. The target lesion was left internal carotid artery described as mildly calcified and 88% stenotic. A 5mm percusurge was used for the procedure due to debris present around the target lesion. The target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. The stent was not post-dilated, and residual stenosis was 20%. Three hours after the procedure, the patient developed the symptoms of consciousness disorder, language disorder, and paralysis on the right side of his body. A CT scan confirmed an ipsilateral brain hemorrhage. A craniotomy was performed to remove the blood from the hemorrhage. According to the physician, hyperperfusion after the stent placement might have contributed to the brain hemorrhage and led to the hemorrhagic stroke. The patient has residual consciousness disorder and is currently in rehabilitation.